Manufacturer narrative:
Thermogard xp ivtm system was evaluated by biomed. It was observed that the switch for power was in a wrong position (it was at 230v instead of 115v). The switch was placed in 115v position. No further issues were noted with the system. The customer reported complaint was confirmed. The root cause for reported complaint was related to switch for the power being at wrong position.

Event description:
It was reported that the thermogard console kept resetting to a stand-by mode and displaying error code mid-14(bg power supply)message. The console also displayed a message to contact the "service representative". The cooling therapy was continued using second thermogard console. There was no adverse patient consequences reported.